Manufacturer narrative:
The customer reported issue of the battery drained so fast when used on the autopulse was not confirmed during the functional testing. The battery was tested in a good known multi chemistry charger and the battery successfully charged. The battery was also noted to have exceeded its expected service life of three years (manufacture date of 03/2013). In addition the battery also passed testing in the autopulse. Functional testing was performed on a good known autopulse using large resuscitation test fixture with the returned battery for 25 minutes and did not observed any of the fault or error occurred, thus unable to replicate the reported complaint. Visual inspection noted no damage upon receipt. Archive showed that on may 21, 2017, battery archive recorded a reset (low battery glitch) error after it was inserted and remains in the autopulse for 1.98 days. The customer then pulled out the battery from the autopulse and immediately attempt to charge the battery but it was pulled during the conditioning cycle. The customer then inserted the battery again to the charger, was reconditioned and fully charged. There were multiple more successful charging and no other error events were recorded around the reported event from january 1, 2017 to the end of the archive on may 27, 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for battery with serial number (B)(4).

Event description:
It was reported that during patient use the battery used on the autopulse drained down so fast and failed within 5 minutes of the compressions. The use of the platform was discontinued and manual CPR was performed for an unknown length of time. No further information provided. No patient harm or consequence was reported.